Event description:
Procedure: unk. Reportedly, the surgeon gave herself two burns during the procedure. On her thumb and one on her fore finger wile activating her diathermy pencil on a pair of un-insulated forceps. It is possible the recommended setting were not used.